Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A patient complained of pain two weeks after a bravo procedure. The patient had the capsule removed. Once the capsule was removed, ulceration was noted at the spot of attachment. The last known patient status was that the patient was doing fine and has not had any problems since.